Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed via ultrasound. The device remains implanted.

Event description:
Patient reported left side rupture diagnosed via ultrasound. Healthcare professional later reported pain, and changes in shape and density. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿visibility/palpability: unable to observe since it is not related to the device. ¿breast pain: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.